Manufacturer narrative:
System is not accepting the code 2224 (dementia, dialysis) as health effect - clinical code. Hence, mentioning it here. Additional information has been received regarding the patient weight change from 0 pounds to 150 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 150 pounds which is updated in section a4. Also, additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (health effect - clinical codes & health effect - impact codes) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated the summary: it was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter. Also informed customer experienced was unable to breathe and had lung issues and was put on dialysis. The event involved products mmt-7841zn, mmt-1884l, and mmt-7040a. Troubleshooting was performed for loss of communication between the transmitter and the pump. The customer requested assistance with pump programming. Assisted customer with requested programming. No harm requiring medical intervention was reported. The customer will continue use of the device. No product return is required for mmt-7841zn. No product return is required for mmt-1884l. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884l, mmt-7040a. Troubleshooting was performed for loss of communication between the transmitter and the pump. Customer requested assistance with pump programming. Assisted customer with requested programming. No harm requiring medical intervention was reported. The customer will continue use of the device. No product return is required for mmt-7841zn. No product return is required for mmt-1884l. No product return is required for mmt-7040a.